Event description:
A customer reported that a tandem mobi cartridge alarm had been occurring over the past week. There was no adverse impact on the customer¿s blood glucose level during the events. To address the issue, the customer either reloaded the same cartridge or loaded a new cartridge to resume insulin delivery, which successfully resolved the problem.